Event description:
From the distributor's report: the pt has used the product for a long time; uses it as directed. Pt applied the product to a mouth sore, twenty minutes later developed chest tightness, headache, and felt her throat closing up, the symptoms then subsided, blood pressure was ok. Ppc advised event is probably not related to product, since pt has other medical issues, and has no adverse effects in past with long term use of product. Ppc recommended pt discontinue use, and advised the relative to seek medical attention for pt. Relative took pt to hosp, doctor felt pt had an allergic reaction to the product. While in ER pt developed respiratory paralysis and was treated with oxygen, steroids, and albuterol. The relative reports that the pt is home now, and is completely fine, will follow up with primary care physician.